Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse proactively replaced the dip (dilution probe aspiration pump), dop (dilution probe discharge pump), and dcp (dilution probe wash pump) seals. The fse also replaced the dpev1 (dilution probe valve 1). The laboratory staff ran qc material. The qc results were in range. The fse concluded that the discordant crea_2 result was unknown. No conclusions can be drawn as to what caused the discordant low crea_2 result.. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
A discordant low creatinine (crea_2) result was obtained with one (1) patient sample on an advia 1650 analyzer. The initial discordant result was reported to the physician, who questioned the result due to the patient's history. The sample was retested later on the same system, and the corrected result was reported to the physician. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant crea_2 result.